Manufacturer narrative:
By checking the dhrs of the lot#s/ster.# s involved, no anomaly was detected. Therefore, we can state that all the components were properly sterilized before being placed on the market. We will submit a final MDR when the investigation will be concluded.

Event description:
Revision surgery of hip prosthesis due to infection performed on (B)(6) 2019. Primary surgery was performed on (B)(6) 2019 and was due to coxarthrosis. During revision surgery, the following components were explanted: fem. Modular head - s 32mm, 5010.42.321, lot #1781384, ster. 1700389. Delta-pf acetab.cup 56 mm, 5551.25.560, lot #1712640, ster. 1700367. Delta protr.liner int 32mm #l, 5886.54.160, lot #1707402, ster. 1700298. No other information available.